Event description:
A nurse had given a patient a dose of novolog from a novonordisc insulin pen. The needle utilized was the bd safety needle. When she had completed the administration of the dose of insulin, she did not remove the needle. The needle has retracted like it was supposed to. She used the cap for the insulin pen and capped the pen with the needle still attached -but retracted-. The cap would not go on, so she "jammed" it down with her hand over the cap. The needle -that was retracted- came through the cap of the insulin pen with the force of the jam. The needle became "unretracted". The needle came through the cap and stuck the nurse's hand. This process was replicated an additional 2 more times with new needles. Therefore, we are certain that the original injection was completed and the needle was properly retracted. With force, the retracted needles can be exposed and cause needle sticks.